Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On january 11, 2017 it was reported that the device was not expanding uniformly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the device needs repaired and the comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the sample mesh did not pass due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the sample mesh did not pass due to the damaged comb. The root cause of the device not expanding skin uniformly was due to the damaged comb. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the expanding skin is not uniform.